Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. Cause of the event was unknown. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+0.5/091 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6)2022 . The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.